Event description:
The facility reported tubing leaked (unknown area) during patient use for chemo treatment, no chemo spill kit was required for clean up. Although attempts were made by baxter quality management no details were available regarding patient demographics. The hospital representative states no injury or medical intervention required.